Event description:
The user found that the endoscopic image was not displayed on the monitor and the front panel did not work. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, olympus repair center found that the circuit board was failed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken circuit board. Aging deterioration may have caused the defect because 7 years and 1 month have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.